Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging hypoglycemia while on insulin pump therapy with blood glucose measuring 50 mg/dl with symptoms suggestive of hypoglycemia of confusion and difficulty speaking. The patient reportedly did not require the assistance of a third party and did not receive any treatment above or beyond the usual routine of diabetes management. The reporter alleged a display issue; dim/faded/discolored display screen beginning (B)(6) 2015. The patient declined to return the insulin to the manufacturer for investigation. This complaint is being reported because the patient alleged a blood glucose excursion while on insulin pump therapy using a pump with a dim/faded/discolored display screen.